Event description:
The event is reported as: complaint alleges: according to the physician after examining the et tube it appeared to have a inverted ring around the tube at the distal end where the murphy eye is. The sample was pulled from their inventory and was not used on a pt. No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.